Event description:
It was reported that the surgeon observed a scratch on the preloaded intraocular lens (iol) and therefore chose not to use it on the patient. There was no injury to the patient. The device did not function as intended. Additional information revealed a central scratch on the optic, noticed during insertion. The lens was fully inserted and then replaced with an unknown iol. The patient has good vision with the replacement iol. No further information is available.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.